Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that this one touch ultralink meter was prompting "apply sample" after his blood sample was applied to the test strip. As a result, the pt was unable to obtain a blood glucose reading with the subject meter. Although the issue was resolved when the pt tested with a new vial of test strips, the issue remained unresolved with the test strips in question. There were no allegations of harm or injury.